Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes; section d-9: device date returned to manufacturer: 01-aug-2023; section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens, handpiece, patient stickers, implant notification card, dfu, and folding carton were received. Product evaluation was performed under magnification. The complaint lens was received overridden with the lead haptic unfolded inside the handpiece cartridge. No traces of viscoelastic residue was observed inside the handpiece cartridge which suggests no ovd was used during loading and insertion. No further handpiece defects or assembly issues were observed before and after disassembling the device for evaluation. The lens was not removed to avoid introducing additional damage to the lens unrelated to the return condition. Complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported after an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye), the iol was exchanged and replaced with a 3-piece iol, model and diopter size are unknown, during the same procedure. There was no iol product quality issue that contributed to dcb00 iol removal and replacement and there were no visual issues reported by the patient. The reason for iol exchange was not provided. There was no patient injury, no medical intervention, and no surgical intervention. Patient's status post-procedure was reported as doing good. No further information is available.

Manufacturer narrative:
Section d-6a date implanted: not applicable as the iol was removed and replaced during the same procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the same procedure, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.